Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner freezing was confirmed. The scanner was inspected and boots up to a blank acoustic screen, the cause of the issue is due to a failure in the probe. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed- the scanner freezes up.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number dyyke018 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed the scanner freezes up.